Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that a carton of syringe 0.5ml 31ga 8mm ufii 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that there was no expiration date on shelf carton. Verbatim: spouse of consumer called to inquire about how to measure insulin in the bd insulin syringes. Stated consumer used to use the bd insulin syringes and then switched to the insulin pump. Spouse stated the current box of syringes do not have an expiration date on the box. Stated there is a copyright date of 2013 on the box."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a carton of syringe 0.5ml 31ga 8mm ufii 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that there was no expiration date on shelf carton. Verbatim: spouse of consumer called to inquire about how to measure insulin in the bd insulin syringes. Stated consumer used to use the bd insulin syringes and then switched to the insulin pump. Spouse stated the current box of syringes do not have an expiration date on the box. Stated there is a copyright date of 2013 on the box."